Event description:
It was reported that during the use of the cadd legacy plus pump a "no disposable, clamp tubing" alarm went off. The user suspected that the fs 100 ml cassette was the problem and therefore replaced it with another one. This action resolved the issue. No death or serious injury was reported in connection with this incident. No medical intervention was necessary.